Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. The monitor passed incoming functionality testing at the time of device evaluation. Upon investigation, the enclosure cover was cracked and the belt connector was snapped from the case. Review of downloaded data showed intermittent belt to monitor communication. The cause of the intermittent communication resulting in the resets was a damaged belt receptacle. The root cause of the damaged belt receptacle was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor indicating that it was resetting.